Event description:
Per the clinic, the patient experienced skin infection around the abutment site and subsequently was treated with oral and topical antibiotics (specific date and duration not reported), however, the issue did not resolve. The patient was placed under general anesthesia (specific date not reported) for abutment removal and skin revision. Additional information has been requested but has not been made available as of the date of this report.